Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 23 mg/dl and 150 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. DHR (device history review) for the precision strips were reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. The libre reader was returned and determined to have satisfactory control solution testing results and no other issues were identified. Therefore, no further investigation activities were performed for the reader. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 23 mg/dl and 150 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: (reader serial number) has been updated based on the returned product. Reader (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader powered on successfully with the start button. The reader was investigated using retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 23 mg/dl and 150 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.